Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific issue. All available information was investigated and a definitive cause for the reported difficulty to deploy the clip (difficult/delayed activation) in this incident could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001- permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
This is filed for difficulty to deploy the clip. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. One mitraclip was successfully implanted. A second mitraclip was advanced, and during clip deployment there was difficulty detaching the clip from the clip delivery system (cds). Troubleshooting attempts were done and the clip successfully detached and was deployed, reducing mr to 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.